Event description:
An underdose was initially reported. They had not checked for volume discrepancies and had not performed any diagnostic studies. A dye study was planned and possibly a (B)(4) study. It was later reported that patient experienced symptoms of decrease pain relief only. A dye study was done on (B)(6) 2012 and revealed a granuloma at the pump connector site. Drugs delivered were fentanyl 194mcg/ml at a daily dose of 117.55mcg and bupivicaine 4.3mg/ml at a daily dose of 2.6054mg. The pump connector was replaced and programmed at the same rate of daily dose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial#: (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).